Event description:
It was reported that a gamma3 nail wouldn't align to jig during pre implantation trajectory check. The item was not used in a patient and it caused a minor delay in surgery whilst a new nail was opened. Although the procedure was delayed, the length of the delay is unknown.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a gamma3 nail wouldn't align to jig during pre implantation trajectory check. The item was not used in a patient and it caused a minor delay in surgery whilst a new nail was opened. Although the procedure was delayed, the length of the delay is unknown.

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition unknown.